Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and were unable to recreate any 'delay' but is getting an 'inspiratory time termination' message at the bottom of the screen every few seconds. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has a delay' in the response from the vent to give a breath when the patient initiated. There was no patient harm reported with this incident. The patient was removed from the unit to prevent harm.